Manufacturer narrative:
Result: the velocity dc had no visible damage. The velocity dc was stretched in the strain relief. The 5max ace was fractured under the strain relief approximately 1.0 cm from the hub, and kinked approximately 10.5 cm, 35.5 cm, and 67.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the velocity dcs and the 5max ace were pulled apart at the hub during use. Evaluation of the returned devices revealed the second velocity dc had a stretched strain relief, and was fractured and kinked in the proximal shaft. The first velocity dc had no visible damage, and was tested as functional. Fractures and kinks of the 5max ace proximal shaft typically occur if the catheter is manipulated within patient anatomy at angles greater than those set in product specification. The stretching of the strain relief of the second velocity dc may have been due to the fracture of the 5max ace. These devices are 100% visually and functionally tested during process inspection and testing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00326, and 00327.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter and a velocity delivery microcatheter. During the procedure, the ace catheter became fractured and was removed. The physician attempted to use a velocity delivery microcatheter, however it also became fractured during use. The physician opened a new velocity microcatheter, and it became fractured as well. The procedure successfully continued using a penumbra system 3max reperfusion catheter. There was no report of an adverse effect on the patient.